Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a vf episode was aborted due to noise. The noise was intermittently oversensed while the patient sat in the chair. Lead was explanted and replaced.